Event description:
It was reported that the patient had multiple backup battery faults that required reseating and later replacement. It was also noted that the alarm speaker was "sounding off". It was later communicated that the controller was exchanged without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller speaker producing an atypical noise was confirmed via analysis of the returned system controller. The reported event of backup battery fault alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple system controller self-tests were performed and it was noted that one of the speakers was producing a weaker audio tone than expected. The system controller was disassembled to inspect the internal components and no issues were observed. The audio transducer outputs were then measured and the transducer on the back of the controller was measured to be below the required specification. Circuit analysis of the audio circuitry was performed, and no issues were observed. The audio transducer was disconnected from the main printed circuit board (pcb) and replaced with a known working audio transducer and the issue resolved. The returned audio transducer was then connected to a known working system controller and the audio issue occurred upon performing a system controller self-test, isolating the issue to the audio transducer. The log files contained approximately 5 days of data combined (29sep2023 ¿ 04oct2023 per the timestamps). The log files captured a backup battery fault alarm on 03oct2023 at 15:05:38 due to a backup battery circuit fault. The alarm appeared to resolve on its own. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event of the system controller speaker producing an atypical noise was determined due to be due a compromised audio transducer; however, the root cause of the damage could not be conclusively determined through this analysis. The root cause of the backup battery fault alarms could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault and power cable disconnect, alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller and the power cables. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.